Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf into the patient's eye and the lens tore. The surgeon cut the lens to remove it without any pt injury.

Manufacturer narrative:
F10: event problem codes: patient code: 2199- no consequences or impact to patient, unlabeled. Device code: 2634- lens (iol), torn, split, cracked, unlabeled. H6: evaluation code: results: 100 (other)- a visual inspection of the returned product shows that half of the lens and a haptic is torn off & missing. Tear in the optic. Clear surgical residue/debris on the lens. Also returned was the cartridge which visual inspection shows the tip is split on the cartridge. There is clear surgical residue/debris on the cartridge. Conclusions: 67- no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation. Claim 408935.